Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73d1900392 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, in people's hospital of (B)(6) the staple was found loose during usage which could not be used.